Event description:
It was reported that the customer passed away. It was reported that the customer's blood glucose readings dropped to 60 mg/dl at one point. It was reported that the customer was in pain all day and the paramedics were called. The customer was then taken to the hospital and was dead on arrival. Customer was off the insulin pump about five hours prior to the hospitalization. Insulin pump is requested to be returned. No further information reported.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.